Event description:
The doctor reported four patients with postoperative corneal edema, spreading of iris pigment, and descemet membrane folds. The problems were observed in both of the patient's eyes. The doctor stated that he suspects that the problem occurs when the torsional output is set to 60% or higher. This patient is reported as recovering. Additional MDR reports are being submitted for the three other patients under the following manufacturer report numbers: 2028159-2007-00278, 2028159-2007-00280 and 2028159-2007-00281.

Manufacturer narrative:
Investigation including root cause analysis is in progress.